Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the laser. Field service engineer performed system verification as per service installation record. No part is expected to be returned to manufacturer for evaluation. Logfiles have been requested but have not arrived. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. The timing of the reported issue is unclear. The root cause of the reported issue could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system with argon fluoride gas leakage in the unknown eye of a patient, and the timing was unknown with lasik procedure.

Manufacturer narrative:
An application defect in the servicing database was internally identified, which resulted in a voluntary 5-year retrospective review (2019-2024) of database data; this report represents a reportable event identified during the course of this review. The manufacturer internal reference number is: (B)(4).